Event description:
It was reported that the gamma nail was implanted in the left hip at (B)(6) in (B)(6) 2014 and that a rash has developed. The patient thinks that they have a metal allergy.

Manufacturer narrative:
A physical examination was not possible because the item is still implanted. The review of the manufacturing documents revealed no material issue. The review of the risk analysis revealed that potential allergic reaction had been considered. The occurrence threshold was not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated. The event description did not identify product damage. According to received information the patient complained about rash approx. 6 months after initial implantation. After approx. 2 additional months he reported that the rush had disappeared. The used implants were made of anodized titanium alloy ti al6 v4. In contrast to implants made from stainless steel alloys, which are known to have potential allergic reactions there is no evidence in the scientific literature worldwide reporting or confirming any allergic reaction to pure titanium or medical grade titanium alloys; therefore, this issue can be excluded with a probability bordering on certainty. A test on the patient in timely manner could have confirmed ¿ or not confirmed ¿ allergic reaction to titanium material. Ultimately, it was reported by the patient himself that the rash was gone and additional dermatologists could not confirm the material being the cause of his rash. He stated that he does not want to pursue an investigation. With available information the event was not caused by any deficiency of the device. In this case it was suggested that the material was not the cause of the event. It was rather suggested the event being patient related. No medical records were available for review. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause.

Event description:
It was reported that the gamma nail was implanted in the left hip at (B)(6) in (B)(6) 2014 and that a rash has developed. The patient thinks that they have a metal allergy. New information: patient reported that his rash went away. At the time, he couldn't rule out the metal as a cause. He stated that he saw three dermatologists and found the source of the problem not to be the metal.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.